Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number unknown.

Event description:
Customer reported that the unit oxygen concentration on the display is four hash marks. Customer unplugged fio2 cable; no change to display. The customer reported there was no patient involvement.

Manufacturer narrative:
No parts were returned, therefore no investigation was performed. No root cause could be determined.